Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, there was not found a probable cause for the reportable event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the gastrointestinal videoscope exhibited a white residue in the air/water cylinder. There was no patient involvement.